Manufacturer narrative:
Pt info: unk. Date of event: unk . Expiration date: unk. Explant date: unk. Device manufacture date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients eye in 2016. The patient would like the lens explanted and replaced with a toric icl lens to correct astigmatism and sphere. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the patient has opted not to proceed with icl exchange. At this time surgical intervention is not pending. Claim # (B)(4).